Manufacturer narrative:
This is the final report.

Event description:
A report of a new pain at the top of the incision site was received. The physician instructed the patient to continue with her pain medication and to put ice on the incision site. The physician also decided to revise the ipg pocket site to the flank for comfort. The patient was able to receive adequate pain coverage after the pocket revision.